Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the cem in the reported eye began (B)(6) 2018. It persists, however it is in regression.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), the patient experienced cystoid macular edema. Additional information was requested. There are two manufacturer reports associated with these events. This report is for the left eye.

Manufacturer narrative:
The customer indicated the use of a qualified cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A handpiece was indicated which is not qualified for this lens/cartridge combination. The product investigation could not identify a root cause. Post operatory noninfectious inflammatory conditions have a multifactorial etiology and can potentially be caused by factors related to: products, procedures, facilities and patients. According to the risk management file for this multifocal intraocular lens. For inflammation and inflammatory conditions like tass, toxicity response, anterior uveitis, hypopyon, corneal edema, lens epithelial cell on-growth and cystoid macular edema, the following manufacturing risk controls are in place per hazard: 1) biocompatibility: endotoxin (lal) testing, formulation procedures/validation, cytotoxicity testing, and sterilization procedures/testing. 2) storage condition: expiration checks, final packaging controls, and product storage conditions checks. 3) packaging leachable profile: material specifications, endotoxin (lal) testing, bioburden testing, cytotoxicity testing, and sterilization procedures/testing. 4) formulation: formulation procedures, raw material inspection and testing procedures, endotoxin (lal) testing, bioburden testing, and cytotoxicity testing. 5) casting/curing process: process validation, master plan report, device history review, casting and curing procedures process validation, optical quality testing, and inspection procedures. 6) vacuum dry process: device history record review, vacuum dry process validations, qc inspection procedures, endotoxin (lal) testing, cytotoxicity testing, vacuum dry validations, and lens drying analysis. 7) plasma treatment: plasma treatment procedures/validation, device history record review, qc and inspection procedures process validations. 8) final cleaning process: endotoxin (lal) testing, water testing procedure, bioburden testing, process validations, and cleaning procedure. 9) particulates: environmental monitoring, cleaning procedure process validation, and inspection procedures. An assessment of the manufacturing process and a comprehensive review of product history records and manufacturing documentation did not reveal any manufacturing non-conformances for the complaint lot that could contribute to the reported inflammation. The manufacturer internal reference number is: (B)(4).